Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 274 (mg/dl). System check with tandem technical support indicated that the pump was performing as intended. Customer indicated they may have forgotten to bolus after a meal and will deliver a correction bolus to stabilize bg levels.